Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2013; dtmb1qq ICD; 429878 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) coil impedance measurement. It was noted that the svc coil may have a possible fracture. Reprograming was done to turn off the svc coil and alarms associated with that coil. The lead remains in use. No patient complications have been reported as a result of this event.